Event description:
It was reported that a patient who was recently implanted with vns had an infection. The physician indicated that the incision sites were healing properly, but that the caregiver had inadvertently shaved the area at the generator incision site, which was suspected to have caused the infection as the patient drools. The physician did not believe the infection was due to the vns surgery, but the patient's healing circumstances. The infection was treated with antibiotics and the had cleared up. It was indicated that the incision site was healing well. Device history records were reviewed for the implanted devices. Both the generator and lead were sterilized and passed all quality inspections prior to distribution. No further relevant information was received to date.